Manufacturer narrative:
Patient reported pain and firmness in breast. Capsule contracture baker grade 4 confirmed by both implanting and explanting surgeons as the reason for explantation.

Event description:
Capsule contracture.